Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pli 20: nim4cpb1; serial number/lot number: unknown pli 30: nim4cpb1; serial number/lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An anonymous health care facility reported that the new nim vital tm is fraught with issues. The bluetooth connectivity fails. When used with wire, the device has too many false negative and false positives. It also stops working randomly in the middle of surgery with the error message: "emg monitoring is disabled. Electrode check is in progress." This is despite green check mark for the electrodes with closed circuits and good impedances. I've heard numerous similar complaints from multiple other surgeons. We have already had 3 facial paralysis cases because of this new devices unreliable function. This device should be immediately removed from the market and replaced with the older version.